Manufacturer narrative:
Forty-two minutes into the apheresis procedure the donor developed redness and swelling aroung arms at the venipuncture sites. The donor exhibited no other symptoms. The apheresis procedure was discontinued because of the physiological reactions displayed by the apheresis donor. The donor had 46 times. The donor was released in good condition. This event was not reported to FDA until after the inspection. The donor rast test was 2.36 class 2 positive indicating that significant levels of ige specific for ethylene oxide (eto-hsa) were detected. Baxter, in consultation with the fenwal div medical director, recommended any aphereis donor with a positive rast test be deferred from future apheresis donations. Multiple donations by this donor, the clinical symptoms displayed by this apheresis donations. Multiple donations by this donor, the clinical symptoms displayed by this apheresis donor nd the postive donor rast test may indicate donor hypersensitivity to ehylene oxide. Such hypersensitivity donors may experience adverse clinical reactions when exposed to medical devices sterilized with ehylene oxide because these devices may harbor low levels of ethylene oxide residues. Discontinuing the apheresis procedure due to the occurrence of adverse physiological reactions is medical intervention. This event should have been reported to FDA in accordance with the provisions of 21 cfr part 803 as a serious injury. You should submit an MDR supplemental report to FDA reporting the event as a serious injury and not an "adverse event/other".

Event description:
Forty mins into the apheresis procedure a donor developed redness and swelling around both arms at the venipuncture site. No other symptoms developed. The procedure was discontinued, and the donor was released in good condition. This donor has donated approx 46 times. The reporting source believes this to be an ethylene oxide related reaction and requested that the donor be tested for a possible ethylene oxide sensitivity. Baxter fenwal, provided the customer with supplies to draw the donor and send the blood for analysis on 6/18/97. The customer was notified of the results of the radio-allergo-sorbent test 2.36 ku/l, by letter dated july 2,1997.